Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was used after the original complaint date, and therefore all histories and black box data have been overwritten. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the complaint, evaluation also revealed that the keypad rubber was torn at the down arrow and ok keypad buttons. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. Evaluation also revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her son (the patient) and reported that his blood glucose (bg) level rose to above "600" mg/dl during the hours of sleep on (B)(6) 2011. His normal bg levels range from "150-200 mg/dl." At 3:00 am, the patient's site was changed and a kinked cannula was reportedly observed. At that time , the patient was intermittently nauseous. The patient's fasting bg level on (B)(6) 2011, was "507" mg/dl. The patient's site was changed again that morning and the cannula was not bent at the time. Forty minutes later after the site was changed, the reporter claimed that his bg level went up to "575 mg/dl." The reporter treated the patient with a syringe and his bg level reportedly came down to "236 mg/dl" at an unspecified time. During the evening of (B)(6) 2011, the reporter called back and mentioned that the patient's bg level went down to "176" mg/dl with a site change. The reporter claimed that a bent cannula was noticed during a site change that morning at around 6:00 am. Through troubleshooting, the reporter observed small air bubbles where the infusion set connects to the cartridge. The patient denied that there was a leak. The connections were reportedly secure. The animas representative involved in this contact determined that there was no evidence of a pump malfunction that contributed to the patient's injury. No associated alarms were noted in the pump's history. Pump suspended per mom (B)(4). Time on home screen is correct. The bolus history and boluses were delivered as programmed. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level that meets animas criteria for a serious injury. However, the reported injury can be possibly attributed to use-error since a bent cannula was observed in 1-2 instances during the time of concern and air bubbles were noted in the cartridge connection to the infusion set. The animas representative determined that there was no evidence of a pump malfunction through troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).